Event description:
The customer reported that when taking exposures, no image comes up, only a blank box.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep could not duplicate the problem. He attempted to view all images and they appeared normal. He moved the cables for the interconnect and high voltage with no change. He spoke with the biomed and asked him to find out if the problem persists can stored images be pulled up normally. Also does swapping from left to right monitor allow image to view. If so what technique is c-arm in auto kv/ma settings. The unit is working normally at this time.